Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had two failed sensors. They had sensor discrepancies. They had a lost sensor alert. When they removed the sensor, there was no filament. The customer¿s blood glucose during the incident was 300 mg/dl. The sensors will be replaced and returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.